Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. There were no significant findings within the primary operative report suggesting complications or deviations from the recommended surgical procedure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. There were no significant findings within the primary operative report suggesting complications or deviations from the recommended surgical procedure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Patient suffered a fracture below her lesser trochanter. Surgeon did not see a fracture intra-op or post-op. When patient came in for 2-week followup, he saw there was a fracture. Patient is being kept non-weight-bearing until fracture heals.